Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Complaint sample not returned.

Event description:
Four patients implanted with eds 3 (B)(4) (lots not available), presented drain difficulties. When opening the for 3 patients, the excess of liquid was drained with a syringe and the device was explanted and new one was not needed. For the 4th patient, they manage to drain the liquid and they could leave the device implanted (still implanted to date). No consequences for the patients. There is no way to get the lot numbers. The 3 explanted devices will be returned for analysis. See related complaints (B)(4).